Manufacturer narrative:
The pipeline flex delivery system and microcatheter were returned for evaluation. Approximately 20.0 cm of the distal segment of the pushwire was found partially deployed outside of the catheter tip. The catheter was noted to be flattened and accordioned. He remaining segment of the pushwire was found to be stuck inside the catheter lumen. The pushwire was also observed to be bent and the hypotube was found stretched. The pipeline was found not opened at one end due to damaged braid; while the other end of the pipeline braid was found fully opened with moderate fraying. No other anomalies were observed. Based on the analysis findings, the clinical observation was confirmed. We are unable to definitively determine the cause of the failure to open. However, it is possible that the patient anatomy and the damaged braid may have contributed to the event. However, the cause for damaged braid could not be determined. The damages seen on the catheter body, distal wire, and pipeline braid indicate that there was excessive force used such as pushing and pulling. Per our instructions for use (IFU), the user should "discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the carotico-ophthalmic segment of the right internal carotid artery the pipeline flex shield dropped back and was not covering the aneurysm anymore. It was reported that the distal end did not have great wall apposition as the device did not open properly. It was further reported that the device was being deployed on a tight bend. The pipeline slipped back and found not to be covering the aneurysm. Approximately half of the device was deployed. The device was able to be re-sheathed with a little difficulty, but was unable to get passed the aneurysm again to re-deploy. It was reported that the patient had two middle cerebral artery (mca) blister aneurysm making gaining access difficult as anatomy was moderately tortuous with a big bend in the vessel. The device and system were removed and a new device was deployed with great success. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.